Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported difficult or delayed positioning in anatomy cannot be determined. Pericardial effusion resulting in hypotension cannot be determined. Pericardial effusion and hypotension are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed posterior leaflet, flail, and small cardiac chambers. A steerable guide catheter was inserted and advanced into the right upper pulmonary vein (rupv), and was steered to mid left atrium (la). The clip was then inserted and a half turn minus on the knob was applied to straighten out the guide for the clip to go through. When the clip reached the edge of the sgc, the user took off the minus, but could no longer position in the mid left atrium (la). Imaging was performed to view the tip of the guide in the mid la, but the blood pressure started to drop and an effusion was observed. In the physician¿s opinion, the mitraclip system operated as intended, but the motion of going into the right pulmonary vein may have caused the effusion. The clip delivery system and the steerable guide catheter were removed from the patient and the procedure was discontinued. The mr remained at a grade of 4+. The patient was transferred to open heart surgery.